Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient catheter's broke during removal. Ir had to fish it out. The patient's outcome was unknown.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. One used vital port catheter fragment was received for evaluation. The returned catheter section measured 2.5 cm in length. The port, catheter lock and remaining catheter length were not returned for evaluation. There was tissue attached to the catheter fragment. One end of he catheter fragment had a sharp clean cut and the opposite end of the fragment had a rough appearance. There was calcification on the majority of the catheter od surface. No other holes, nicks, or abrasions were observed on the catheter. Visual inspection confirmed the complaint that the catheter had fractured. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.